Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("ultrasound scan revealed it had moved") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple caesarean sections and pregnancy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain") and alopecia ("hair loss"). The patient was treated with surgery (had a full hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device dislocation and pelvic pain to be related to essure. The reporter commented: she is considering joining a class action being taken against the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: revealed it had moved. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("ultrasound scan revealed it had moved") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple caesarean sections and pregnancy. In 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("severe pain") and alopecia ("hair loss"). The patient was treated with surgery (had a full hysterectomy). Essure was removed. At the time of the report, the device dislocation, pelvic pain and alopecia outcome was unknown. The reporter considered alopecia, device dislocation and pelvic pain to be related to essure. The reporter commented: she is considering joining a class action being taken against the device. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: revealed it had moved. Most recent follow-up information incorporated above includes: on 21-aug-2018: this case was identified as a duplicate of case 2018-144470 (MFR number 2951250-2018-03282) and will be deleted from bayer database. All information was transferred to the remaining case. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.